Event description:
Dialysis initiated without difficulty bp 120/70, pulse 80 temp 97.6 pre treatment 3 hours 25 minutes into dialysis patient c/o nausea and nomited 20cc of yellow liquid. A berd in bloodline at end arterial chamber where it attaches to tubing was noted, spun act was "cherry colored" pressure was 110/70 and dialysis was terminated. The patient infused transfer to the emergency room and went home however symptoms persisted and patient went to the hospital for abservation.